Event description:
It was reported that during surgery when they went to re-insert the guidewire, it "accidentally poked through one of the side holes at the tip area of the catheter". No further information was provided.

Manufacturer narrative:
(B)(4).